Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that merlin programmer analysis showed that the device had reached eri, and upon further interrogation, it was noted that the lead had elevated thresholds and decreased r waves over time. The patient had been lost to follow up. Lead fracture was not apparent when reviewing the x-ray, but elevated thresholds and decreased r waves were the reasons the physician decided to cap the rv lead and implant a new rv lead during generator change on (B)(6) 2018. The patient did not present any symptoms due to the anomalies. The patient was stable throughout and post procedure.